Manufacturer narrative:
The investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
The user reported a trauma near the implant. Reportedly, the user hit the corner of an open window. The user was reimplanted on (B)(6) 2023.

Event description:
The user reported a trauma near the implant. The user hit the corner of an open window. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.